Manufacturer narrative:
Batch review performed on 17 october 2025. Stem: amistem h 01.18.131 amistem-h std. Size 1 (k093944) lot146948: (B)(4) items manufactured and released on08-jan-2015. Expiration date: 30-nov-2019. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs manager. Ten yers after primary cementless tha, the patient' s bone has deformed progressivley and the stem is no longer well fixed. There are some signs of heterotopic ossification around the joint. The patient developed abnormal bone reaction and the shape of the femur changed over time, making the stem no longer suitable for this patient in terms of size and shape. Root cause: aseptic loosening is a possible literature-described adverse event after primary hip arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.

Event description:
After10 years and 6 month from the primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the medacta stem and head with a competitor stem and head and revised the medacta liner with a new medacta liner. The surgery was completed successfully.